Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer called support, received step-by-step guidance to reset pump, confirmed that error message did not return after reset, and was advised to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.